Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded:unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that no insulin flow occurred with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter, "material no. 329515, batch no. 7349817. It was reported that there was no insulin flow out of the pen needle. Verbatim: consumer inquired about discounts on the pen needle. Also reported, nothing comes out of the pen needle only the 3rd one works. Occurrence - unknown. Sample discarded. Incident date-unknown. Lot# 7349817; expiration date- 2021-01-31; item # - 329515. Offered to send a voucher."